Manufacturer narrative:
Retrospective review. This event has been determined to be reportable. Local distributor checked the lift, sling bar and sling. Nothing was defective with any of these. Lift is now back in service. Based on the info provided by the facility, it was determined by the administrator that one of the straps was not securely connected to the sling bar with the safety latches. The caregiver did not follow facility policy when transferring a resident, causing the alleged incident.

Event description:
Facility reported that: someone fell out of the sling. It wasn't the lift or the sling. The caregiver forgot to follow facility policy when completing a transfer and "pause for the cause" (double check that the loops are well seated into the safety latch of the sling bar). Resident required ER visit. Rib fracture.